Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) checked the instrument and found a hole in the tubing for the reagent probe. The fse replaced the tubing and the instrument is operating within specification. Qc results were acceptable.

Event description:
The initial reporter complained of discrepant results for multiple patients tested for multiple assays on a cobas e801 module. The following are examples of discrepant results for 2 patient samples tested for elecsys tsh (tsh) and elecsys ft3 iii (ft3 iii): patient 1 initial tsh was 0.291 uiu/ml. The repeat was 15.8 uiu/ml. Patient 2 initial tsh was 0.02 uiu/ml. The repeat was 2.67 uiu/ml. Patient 2 initial ft3 iii was 32.5 pg/ml. The repeat was 2.8 pg/ml. The initial results were reported outside of the laboratory. Upon completing repeat testing, corrected reports were issued. No reagent lot numbers with expiration dates were provided.